Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause and treatment were not reported. The same day as the onset, the patient was hospitalized for the event. A day after the onset, pd therapy was discontinued, catheter was removed and the patient was switched to hemodialysis. Recatheterization will be scheduled after one month. After fourteen days of hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was recovered from the peritonitis event and hemodialysis remains ongoing. Should additional relevant information become available, a supplemental report will be submitted.